Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 15, 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The patient reported obtaining a 19 mg/dl and 23 mg/dl, while believing that they were actually 19 mmol/l and 23 mmol/l. She was not experiencing any symptoms of high or low blood glucose levels during the time of testing. She contacted her physician and was advised that she would feel quite ill with such elevated results. She was also advised to take an extra metformin tablet in the mornings. Her spouse purchased a new meter and realized that the meter was faulty and that her blood glucose levels were below 10 mmol/l range. She had taken an extra metformin tablet before they realized the meter was faulty. The patient neither alleged harm nor experienced injury. The customer care representative (ccr) confirmed that the patient had not changed the unit of measurement in the meter settings. The ccr was unable to walk the patient through quality control testing, as the patient did not have control solution. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter malfunctioned and meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.